Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose was 101 mg/dl. Customer reported that there was a clear ring in the reservoir compartment and it looks like it¿s coming off and looked bent. The insulin pump was returned for analysis.